Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus"), perforation ("perforation of organs"), genital haemorrhage ("clotting"), pregnancy with contraceptive device ("post-implant pregnancy") and device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia,") and haemorrhagic anaemia ("anemia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a bilateral salpingectomy and a laproscopically assisted vaginal hysterectomy) . Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, device dislocation, menorrhagia and haemorrhagic anaemia outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, genital haemorrhage, haemorrhagic anaemia, menorrhagia, perforation, pregnancy with contraceptive device and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 30-nov-2017: follow up received from summons-event migration of the device, menorrhagia, anemia, and a post-implant pregnancy was added and pelvic pain was clubbed with previously reported event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus/migration of essure device location of device: into the uterus / perforation"), perforation ("perforation of organs"), device dislocation ("migration of the device"), genital haemorrhage ("clotting"), pregnancy with contraceptive device ("post-implant pregnancy - essure/pregnancy (no complications),") and haemorrhagic anaemia ("anemia") in an adult female patient who had essure (batch no. 736709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no" and device ineffective "device ineffective". The patient's past medical history included gastric bypass. Concurrent conditions included low back pain, cyst rupture, iron deficiency anemia, urinary tract infection and plantar fasciitis. Concomitant products included levonorgestrel (mirena) until (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), menorrhagia ("menorrhagia,/abnormal bleeding menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with paracetamol (tylenol), surgery (laparoscopy, bilateral salpingectomy, removal of essure) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, haemorrhagic anaemia, menorrhagia, female sexual dysfunction and vaginal haemorrhage had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, female sexual dysfunction, genital haemorrhage, haemorrhagic anaemia, menorrhagia, perforation, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: pregnancy confirmed (B)(6) 2016, surgical pathology report: procedure name: operative laparoscopy, bilateral salpingectomy, removal of essure coil. Pre-operative post-operative diagnosis: pelvic pain. Specimen received: bilateral fallopian tubes. Final diagnosis: bilateral salpingectomy:two (2) segments of fallopian tube with fimbrial end and paratubal cysts. (B)(6) 2017, surgical pathology report. Procedure name: lavh. Pre-operative post-operative diagnosis: menorrhagia. Anemia, pelvic pain : specimen received: uterus. Final diagnosis : uterus and cervix, hysterectomy: endometrium disordered proliferative endometrium. Negative for malignancy. Myometrium: no pathologic changes. Cervix: benign squamous mucosa with no evidence of dysplasia. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical records received. Reporters details added. Event added - did you undergo an essure confirmation test: no, apareunia (inability to have sexual intercourse), abnormal bleeding (vaginal), pain. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus/migration of essure device location of device: into the uterus / perforation / migration of essure : myometrium"), perforation ("perforation of organs"), genital haemorrhage ("clotting"), pregnancy with contraceptive device ("post-implant pregnancy - essure/pregnancy (no complications),") and haemorrhagic anaemia ("anemia") in a 38-year-old female patient who had essure (batch no. 736709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included gastric bypass. Concurrent conditions included low back pain, cyst rupture, iron deficiency anemia, urinary tract infection and plantar fasciitis. Concomitant products included levonorgestrel (mirena) until (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia,/abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, 2 years 7 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with paracetamol (tylenol) and surgery (laparoscopy, bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, haemorrhagic anaemia, menorrhagia, female sexual dysfunction and vaginal haemorrhage had not resolved and the depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, migraine, perforation, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure removal date provided as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: pregnancy confirmed. (B)(6) 2016, surgical pathology report: procedure name: operative laparoscopy, bilateral salpingectomy, removal of essure coil. Pre-operative post-operative diagnosis: pelvic pain. Specimen received: bilateral fallopian tubes. Final diagnosis: bilateral salpingectomy:two (2) segments of fallopian tube with fimbrial end and paratubal cysts. (B)(6) 2017, surgical pathology report. Procedure name: lavh. Pre-operative post-operative diagnosis: menorrhagia. Anemia, pelvic pain : specimen received: uterus. Final diagnosis : uterus and cervix, hysterectomy: endometrium. Disordered proliferative endometrium. - negative for malignancy. Myometrium: - no pathologic changes. Cervix: - benign squamous mucosa with no evidence of dysplasia. Most recent follow-up information incorporated above includes: on 17-jul-2018: events- "depression, mental anguish, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)", reporter added, previously reported event "migration of the device" clubbed with event "perforation of uterus" incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus/migration of essure device location of device: into the uterus / perforation / migration of essure : myometrium"), perforation ("perforation of organs"), genital haemorrhage ("clotting"), pregnancy with contraceptive device ("post-implant pregnancy - essure/pregnancy (no complications),") and haemorrhagic anaemia ("anemia") in a 38-year-old female patient (gravida 8, para 6) who had essure (batch no. 736709-inv,735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included gastric bypass, gravida (x8) and parity 6 (x6 (16nov1992, 14jul2003, 23mar2005, 30oct2010, 08dec2006, 28mar2014)). Concurrent conditions included low back pain, cyst rupture, iron deficiency anemia, urinary tract infection and plantar fasciitis. Concomitant products included clonazepam (klonopin) for anxiety and depression, ranitidine for arthritis, gabapentin for fibromyalgia, omeprazole (prilosec) for gerd, hydroxocobalamin for vitamin b12 deficiency as well as alprazolam, levonorgestrel (mirena) until january 2015, nsaid's and paracetamol (acetaminophen). On 4-jan-2011, the patient had essure inserted. In july 2013, the patient experienced menorrhagia ("menorrhagia,/abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On 11-aug-2013, 2 years 7 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In march 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with paracetamol (tylenol) and surgery (laparoscopy, bilateral salpingectomy, removal of essure, hysterectomy). Essure was removed on 6-mar-2017. At the time of the report, the uterine perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, haemorrhagic anaemia, menorrhagia, female sexual dysfunction and vaginal haemorrhage had not resolved and the depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, migraine, perforation, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure removal date provided as 31mar2016. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: pregnancy confirmed 31mar2016, surgical pathology report: procedure name: operative laparoscopy, bilateral salpingectomy, removal of essure coil pre-operative post-operative diagnosis: pelvic pain specimen received: bilateral fallopian tubes final diagnosis: bilateral salpingectomy:two (2) segments of fallopian tube with fimbrial end and paratubal cysts. 06mar2017, surgical pathology report procedure name: lavh pre-operative post-operative diagnosis: menorrhagia. Anemia, pelvic pain : specimen received: uterus final diagnosis : uterus and cervix, hysterectomy: endometrium - disordered proliferative endometrium. - negative for malignancy. Myometrium: - no pathologic changes. Cervix: - benign squamous mucosa with no evidence of dysplasia. Lot number: 735709 man date: 2010-05 expiration date: 2013-05 lot number 736709 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus/migration of essure device location of device: into the uterus / perforation / migration of essure : myometrium"), perforation ("perforation of organs"), genital haemorrhage ("clotting"), pregnancy with contraceptive device ("post-implant pregnancy - essure/pregnancy (no complications),") and haemorrhagic anaemia ("anemia") in a 38-year-old female patient (gravida 8, para 6) who had essure (batch no. 736709,735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included gastric bypass, gravida (x8) and parity 6 (x6 (B)(6) 1992, (B)(6) 2003, (B)(6) 2005, (B)(6) 2010, (B)(6) 2006, (B)(6) 2014. Concurrent conditions included low back pain, cyst rupture, iron deficiency anemia, urinary tract infection and plantar fasciitis. Concomitant products included clonazepam (klonopin) for anxiety and depression, ranitidine for arthritis, gabapentin for fibromyalgia, omeprazole (prilosec) for gerd, hydroxocobalamin for vitamin b12 deficiency as well as alprazolam, levonorgestrel (mirena) until january 2015, nsaid's and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In july 2013, the patient experienced menorrhagia ("menorrhagia,/abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, 2 years 7 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In march 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with paracetamol (tylenol) and surgery (laparoscopy, bilateral salpingectomy, removal of essure, hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, haemorrhagic anaemia, menorrhagia, female sexual dysfunction and vaginal haemorrhage had not resolved and the depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, haemorrhagic anaemia, headache, menorrhagia, migraine, perforation, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure removal date provided as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: pregnancy confirmed (B)(6) 2016, surgical pathology report: procedure name: operative laparoscopy, bilateral salpingectomy, removal of essure coil pre-operative post-operative diagnosis: pelvic pain specimen received: bilateral fallopian tubes final diagnosis: bilateral salpingectomy:two (2) segments of fallopian tube with fimbrial end and paratubal cysts. (B)(6) 2017, surgical pathology report procedure name: lavh pre-operative post-operative diagnosis: menorrhagia. Anemia, pelvic pain : specimen received: uterus final diagnosis : uterus and cervix, hysterectomy: endometrium disordered proliferative endometrium. Negative for malignancy. Myometrium: no pathologic changes. Cervix: benign squamous mucosa with no evidence of dysplasia. Most recent follow-up information incorporated above includes: on 1-nov-2018: pfs received : lot no. Was added. Concomitant medication was added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus/migration of essure device location of device: into the uterus / perforation / migration of essure : myometrium') and perforation ('perforation of organs') in a 38-year-old female patient who had essure (batch no. 736709-not valid,735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included gastric bypass, gravida (x8) and parity 6 (x6 ((B)(6) 1992, (B)(6) 2003, (B)(6) 2005, (B)(6) 2010, (B)(6) 2006, (B)(6) 2014)). Concurrent conditions included low back pain, cyst rupture, iron deficiency anemia, urinary tract infection and plantar fasciitis. Concomitant products included clonazepam (klonopin) for anxiety and depression, ranitidine for arthritis, gabapentin for fibromyalgia, omeprazole (prilosec) for gerd, hydroxocobalamin for vitamin b12 deficiency as well as alprazolam, levonorgestrel (mirena) until (B)(6) 2015, nsaid's and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia,/abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy - essure/pregnancy (no complications),"), 2 years 7 months after insertion of essure. In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("clotting"), iron deficiency anaemia ("anemia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with paracetamol (tylenol) and surgery (laparoscopy, bilateral salpingectomy, removal of essure, hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, perforation, iron deficiency anaemia and female sexual dysfunction had not resolved, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the pregnancy with contraceptive device, depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, migraine, perforation, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure removal date provided as (B)(6) 2016. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: results: pregnancy confirmed. Diagnostic results: (B)(6) 2016, surgical pathology report: procedure name: operative laparoscopy, bilateral salpingectomy, removal of essure coil pre-operative post-operative diagnosis: pelvic pain specimen received: bilateral fallopian tubes final diagnosis: bilateral salpingectomy:two (2) segments of fallopian tube with fimbrial end and paratubal cysts. (B)(6) 2017, surgical pathology report procedure name: lavh pre-operative post-operative diagnosis: menorrhagia. Anemia, pelvic pain : specimen received: uterus final diagnosis : uterus and cervix, hysterectomy: endometrium - disordered proliferative endometrium. - negative for malignancy. Myometrium: - no pathologic changes. Cervix: - benign squamous mucosa with no evidence of dysplasia. Lot number: 735709, man date: 2010-05, expiration date: 2013-05, lot number 736709 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events: vaginal hemorrhage. Menorrhagia, pelvic pain were updated. Rcc note added. Seriousness criteria removed for event" pregnancy with contraceptive device and genital hemorrhage". Event " blood loss anemia updated to anemia from chronic blood loss" we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus/migration of essure device location of device: into the uterus / perforation / migration of essure : myometrium') and perforation ('perforation of organs') in a 38-year-old female patient who had essure (batch no. 736709-not valid,735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included gastric bypass, gravida (x8) and parity 6 (x6 ((B)(6) 1992, (B)(6) 2003, (B)(6) 2005, (B)(6) 2010, (B)(6) 2006, (B)(6) 2014)). Concurrent conditions included low back pain, cyst rupture, iron deficiency anemia, urinary tract infection and plantar fasciitis. Concomitant products included clonazepam (klonopin) for anxiety and depression, ranitidine for arthritis, gabapentin for fibromyalgia, omeprazole (prilosec) for gerd, hydroxocobalamin for vitamin b12 deficiency as well as alprazolam, levonorgestrel (mirena) until (B)(6) 2015, nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia,/abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy - essure/pregnancy (no complications),"), 2 years 7 months after insertion of essure. In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("clotting"), iron deficiency anaemia ("anemia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with paracetamol (tylenol) and surgery (laparoscopy, bilateral salpingectomy, removal of essure, hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, perforation, iron deficiency anaemia and female sexual dysfunction had not resolved, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the pregnancy with contraceptive device, depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, migraine, perforation, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure removal date provided as (B)(6) 2016. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: results: pregnancy confirmed. Diagnostic results: (B)(6) 2016, surgical pathology report: procedure name: operative laparoscopy, bilateral salpingectomy, removal of essure coil. Pre-operative post-operative diagnosis: pelvic pain. Specimen received: bilateral fallopian tubes. Final diagnosis: bilateral salpingectomy:two (2) segments of fallopian tube with fimbrial end and paratubal cysts. On (B)(6) 2017, surgical pathology report. Procedure name: lavh. Pre-operative post-operative diagnosis: menorrhagia. Anemia, pelvic pain : specimen received: uterus. Final diagnosis : uterus and cervix, hysterectomy: endometrium. - disordered proliferative endometrium. - negative for malignancy. Myometrium: - no pathologic changes. Cervix: - benign squamous mucosa with no evidence of dysplasia. Lot number: 735709 man date: 2010-05, expiration date: 2013-05. Lot number 736709 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus/migration of essure device location of device: into the uterus / perforation / migration of essure : myometrium') and perforation ('perforation of organs') in a 38-year-old female patient who had essure (batch no. 736709-not valid, 735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included gastric bypass, gravida (x8) and parity 6 (x6 (B)(6)1992, (B)(6) 2003, (B)(6) 2005, (B)(6) 2010, (B)(6) 2006, (B)(6) 2014)). Concurrent conditions included low back pain, cyst rupture, iron deficiency anemia, urinary tract infection and plantar fasciitis. Concomitant products included clonazepam (klonopin) for anxiety and depression, ranitidine for arthritis, gabapentin for fibromyalgia, omeprazole (prilosec) for gerd, hydroxocobalamin for vitamin b12 deficiency as well as alprazolam, levonorgestrel (mirena) until (B)(6) 2015, nsaid's and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia,/abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy - essure/pregnancy (no complications),"), 2 years 7 months after insertion of essure. In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("clotting"), iron deficiency anaemia ("anemia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with paracetamol (tylenol) and surgery (laparoscopy, bilateral salpingectomy, removal of essure, hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, perforation, iron deficiency anaemia and female sexual dysfunction had not resolved, the genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the pregnancy with contraceptive device, depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, migraine, perforation, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure removal date provided as (B)(6) 2016. Patient received treatment for pain, bleeding.. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: results: pregnancy confirmed. Diagnostic results: (B)(6) 2016, surgical pathology report: procedure name: operative laparoscopy, bilateral salpingectomy, removal of essure coil pre-operative post-operative diagnosis: pelvic pain specimen received: bilateral fallopian tubes final diagnosis: bilateral salpingectomy:two (2) segments of fallopian tube with fimbrial end and paratubal cysts. (B)(6) 2017, surgical pathology report procedure name: lavh pre-operative post-operative diagnosis: menorrhagia. Anemia, pelvic pain: specimen received: uterus final diagnosis : uterus and cervix, hysterectomy: endometrium - disordered proliferative endometrium. - negative for malignancy. Myometrium: - no pathologic changes. Cervix: - benign squamous mucosa with no evidence of dysplasia. Lot number: 735709 man date: 2010-05, expiration date: 2013-05 / lot number 736709 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events: vaginal hemorrhage. Menorrhagia, pelvic pain were updated. Rcc note added. Seriousness criteria removed for event" pregnancy with contraceptive device and genital hemorrhage". Event "blood loss anemia updated to anemia from chronic blood loss" we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus"), perforation ("perforation of organs") and genital haemorrhage ("clotting") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, perforation and uterine perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.